Manufacturer narrative:
Continuation of d10: product ID: 4fc12 product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient's right coronary artery was clogged, the st segment on the electrocardiogram (ECG) was elevated, and blood pressure was lower than expected due to an air embolism. A cardiac massage was performed, the patient recovered temporarily, and the case was completed with cryo. The patient was then transported to the intensive care unit (ICU), and after an unknown amount of time the patient was discharged from the hospital. No further patient complications have been reported as a result of this event.